Event description:
T1 screw was medial and went thru the spinal cord. Robotic registration of patient on the table was found out to be inaccurate after placement of the left t1 screw - collaborative effort by medtronic robot reps x3, surgeon, and scrub tech. The other 3 screws were aborted and switched to open stealth navigation without mazor robot assistance.